Manufacturer narrative:
Device evaluation: returned product evaluation found lens was returned in liquid, in a lens vial. Visual inspection found missing piece of haptic. (B)(4).

Manufacturer narrative:
No similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a micl13.2, -11.5 diopter, implantable collamer lens tore during loading. There was no patient contact. The reporter was not sure if the lens tear was caused due to user error.